Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? -the needle was pulled out of the patient's tissue. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Fascia. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? There were no complications due to the event. In the event description is sounds like 1 device had an issue. However, according to the impacted product page it says 2 devices were involved. How many products were involved? According to the user, several sutures were involved, which were torn off as described. Exact number is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: mwr-23032021-0000922141 and mwr-23032021-0000922142.

Event description:
It was reported that a patient underwent a wound closure procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.